Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: b)(6) 2014 through b)(6) 2017/manufacturing site: pfizer albany/ complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of (B)(4) complaints for lower back/hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in complaints for (B)(6) 2015, (B)(6) 2016. A change occurred in safety¿s procedure that has incorporated requesting site investigations for complaints with or without batch number; thus, attributing to a shift in the expected baseline and an overall increase of subsequent complaints received at the site. Fourteen of the (B)(4) complaints received in (B)(6) 2015 were related to burns, blisters, and redness. Twelve of the (B)(4) complaints received in (B)(6) 2015 were related to burns, redness and blisters. (B)(4) complaints received in (B)(6) 2016 were related to burns, redness blisters and irritation. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend ID.

Event description:
Event verbatim [preferred term]. It's pretty painful [pain] , it looked like bites on my stomach/they have since turned into blisters [blister]. Case narrative:this is a spontaneous report from a contactable consumer. This female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) l/xl, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer reported "I use thermacare heat wraps quite regularly and just recently I wore them to work came home and my husband noticed it looked like bites on my stomach. They have since turned into blisters. I have pictures of them if you would like me to send them. It's pretty painful and I just wanted to alert you to the possibility of it in case anyone else has the same thing happen to them." The action taken and events' outcome were unknown. Product investigation results are as follows: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: b)(6) 2014 through b)(6) 2017/manufacturing site: pfizer albany/ complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of 267 complaints for lower back/hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in complaints for (B)(6) 2015, b)(6) 2016. A change occurred in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus, attributing to a shift in the expected baseline and an overall increase of subsequent complaints received at the site. Fourteen of the 17 complaints received in (B)(6) 2015 were related to burns, blisters, and redness. Twelve of the 17 complaints received in 2015 were related to burns, redness and blisters. Eleven of the 15 complaints received in 2016 were related to burns, redness blisters and irritation. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. A return sample has not been received at the site for evaluation as of (B)(6) 2020. Follow-up (02mar2017): follow-up attempts are completed. No further information is expected. Follow-up (04jan2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): follow-up attempts are completed. No further information is expected. Follow-up (02apr2020): new information received from a product quality complaint includes: product investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events pain and blister as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
It's pretty painful [pain], it looked like bites on my stomach/they have since turned into blisters [blister]. Case narrative:this is a spontaneous report from a contactable consumer. This female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) l/xl, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer reported "I use thermacare heat wraps quite regularly and just recently I wore them to work came home and my husband noticed it looked like bites on my stomach. They have since turned into blisters I have pictures of them if you would like me to send them. It's pretty painful and I just wanted to alert you to the possibility of it in case anyone else has the same thing happen to them." The action taken and events outcome were unknown. Follow-up (02mar2017): follow-up attempts are completed. No further information is expected. Follow-up (04jan2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events pain and blister as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events pain and blister as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.